Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) were explanted due to the patient developing endocarditis. The products are expected to be replaced at a later time. No further patient complications have been reported as a result of this event.